Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station were stopped uploading. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had stopped uploading. A technical support specialist (tss) dialed into the station, checked the debug log and found an error. The tss followed a knowledge article (ka) ¿retry mode: tx.encounteritemtransaction or adt.userencounterassociation¿ and found that a transaction had been done to a purged patient. The patient information was extracted and saved on the server for customer reference. The tss proceeded with fixing the retry error at the station, the station was brought down as carefusion admin, data synchronization was stopped, and the database was backed up. All old logs from the data synchronization logs were moved to the d drive on the station. The tss followed another ka ¿retry mode troubleshooting and skip instructions¿ and skipped the transaction. The station began uploading data and the retry error issue was no longer present. The tss informed the customer that the retry error had been resolved and the patient information had been gathered. The system functioned as intended after the technical support specialist had troubleshot the device.